Event description:
Pt experienced 3 pump failures over 3 consecutive days with 3 different pumps. All sabratek 6060 pumps. The pt stated the pump was "wet" at the cassette site. Patron's access in tact, pump switched to a 3030 sabratek to avoid further pump damage and pt complaints.